Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that a sensor issue causing no values occurred. Data was evaluated and the early sensor expiration was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.